Event description:
It was reported that during an unspecified interventional procedure, stroke occurred. A device had been advanced to an unspecified location. During removal, thrombus was noted on the end of the wire. The pt sustained a stroke during the procedure. The pt's current condition is reported to include a unspecified "extensive stroke".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.